Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to elevated accutni (troponin) result generated on a unicel dxl 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument and the results were within reference range. The initial elevated results were not reported outside the lab. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008. Fse performed the carryover test which yielded failing results. The fse replaced the sample probe, ran special cleaning and performed the carry over test with passing results. The fse performed high sensitivity system check with passing results. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.